Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not operate correctly. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was not replicated or confirmed. Is it unknown what failure occurred or what the error message seen was. No failures were found upon power up or after stress testing overnight. An internal inspection found no discrepancies. The device passed hardware and computer calibration, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.